Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an issue with the meter and a hospitalization on (B)(6) 2015. The customer was hospitalized for low blood glucose levels and a car accident that led to a 1.5 month coma and that paralyzed him. The customer's blood glucose level at the time of accident was 25 mg/dl. The customer was wearing the device at the time of admission. It is unknown how the customer was treated. The customer stated that he was just released from the hospital. The customer wanted to know how much insulin was delivered to him the day of the accident. The customer declined to troubleshoot. The product was not returned for analysis.